Manufacturer narrative:
The device was received with the soft cannula fully deployed. The investigation found no issues with the soft cannula that would contribute to the soft cannula becoming dislodged. The cause of the cannula dislodging could not be determined. The device was received with the soft cannula fully deployed. The investigation found that there were no bends, kinks or damage to the cannula. The data showed no evidence of struggle in the drive mechanism indicating that the cannula was not occluded by bends or damaged at the time of the event. The device was received with the adhesive pad fully attached. The inspection of the adhesive pad and welds found no damage or defects that would cause an adhesive failure. The cause of the adhesive failure could not be determined.

Event description:
It was reported the patient's blood glucose level rose to above 250 mg/dl while wearing the pod for less than 1 hour. The pod reportedly was coming loose from the infusion site (arm), causing the cannula to dislodge and the cannula appeared bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: phone control android, omnipod software app version: 3.1.1, operating system: tp1a.220624.014.g981usqs8hxc1, hardware: sm-g981u, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.